Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to an advisory, the implantable pulse generator (ipg) was prophylactically replaced. It was reported by the patient, that they experienced pain during the ipg removal procedure. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ipg was explanted and replaced to preclude harm to the patient. No further patient complications have been reported as a result of this event.